Event description:
Heater would not heat higher than 30 degrees. Rptr tried everything but nothing changed. Rptr called 1-800 help line at 1500 but there was no tech there to help. Gave rptr an 800 # that would transfer to a beeper. Rptr called that number at around 1520. Still no return call at around 1700. Rptr called the 800# help line again and they told him all the people who handle that model had left for the day.